Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while doing some yard work, the patient accidentally fell. Afterwards, the patient's pocket appeared swollen and they were experiencing diaphragmatic stimulation. The right atrial (ra) lead exhibited undersensing, and it was suspected that both the ra and right ventricular (rv) leads had dislodged. The leads were both reprogrammed and an x-ray will be performed. The leads remain in use. No further patient complications have been reported as a result of this event.